Event description:
It was reported that the user¿s dexcom g7 stopped providing glucose readings after approximately five days due to pairing failure, resulting in signal loss to the ilet only; customer care guided the user to retrieve the sensor¿s four-digit code in the dexcom app and reinitiate pairing, after which the agent planned follow-up to confirm reconnection and glucose stabilization. Symptoms included hyperglycemia with a reported blood glucose of 287 mg/dl. Outcomes included transient hyperglycemia without hospitalization. Investigation included user education, app-based code retrieval, and re-pairing steps to restore cgm communications. Investigation of this case revealed a communication issue between the dexcom g7 sensor and the ilet receiver, with no evidence of ilet hardware malfunction, consistent with external cgm pairing failure. It was concluded, based on previously established findings for similar reports, that the cause was user-system communication disruption attributable to cgm pairing loss.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.